Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. Kc has not been able to obtain sufficient info to establish a root cause. The medical records report one emegency room visit, and does not report that the pt received sutures.

Event description:
The pt reported to pci that while on v.a.c. Therapy his wound "bled a lot". The pt reported being taken to the emergency room two times in one day, and received cauterization and sutures. On (B)(6) 2014, kci received the pt's medical records that reports the following: on (B)(6) 2014, the pt suffered from what was originally thought was a sunburn to his left arm. The pt's arm became swollen with painful blisters and went to the hospital. The pt became hypotensive and was transferred to another hospital where he received intravenous, acute renal failure and sepsis. On (B)(6) 2014, the pt underwent a surgical debridement, and v.a.c. Therapy was applied. On (B)(6) 2014, the pt was discharged. On (B)(6) 2014, the activ.a.c. Unit alarmed, and the pt was seen "again" in the emergency room. V.a.c. Therapy was removed because the wound allegedly began to "bleed profusely" requiring cauterization. On (B)(6)2013, the device was tested per qc procedure by kci field service, and the unit passed the qc checks and met specs. On (B)(6) 2014, the device was placed with the pt. On (B)(6)2014, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.